Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se observed a leak in the system and performed extended self-testing on the device and all tests passed

Event description:
It was reported that, a 980 ventilator generated a safety valve open diagnostic message. The ventilator was not in use on a patient at the time of the reported event. .